Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 19 mmol/l. The customer stated that she was admitted to the hospital on (B)(6) due to high readings. The customer stated that when she gave a breakfast bolus, the pump alarmed no delivery. The customer changed the infusion set and reservoir and attempted bolus again. The customer stated that the pump did not give any insulin. The customer was taken to the hospital and treated by the doctor. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No excessive no delivery alarm noted. The insulin pump programmed with a bolus deliveries and basal rate of 2.0u/hr and monitored. All bolus deliveries and basal rates registered properly in the pump history summary noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.